Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed - due to no sample reported issue could not be confirmed.

Event description:
As reported by the user facility: according to the complainant, the infusion volume programmed in vista basic does not correspond with the actual volume delivered; for instance, if it is set to deliver 500 milliliters (ml), it may only infuse 400ml. This happened to several of our patients (their ivig is ordered to run over a range of time, usually 2-4 hours, and this resulted in a slight delay. This was adjusted by adding time to the pumps and the infusion was able to run without further issue, but not at the time that was initially programmed/intended). Reference MDR ID 9610825-2025-00051 and 9610825-2025-00064 for other associated events.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.